Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited an intermittent loss of capture due to the lead dislodgement. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and intermittent capture. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil was overtorqued at the connector region consistent with procedural damage. After cutting, cleaning the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within product specification. The reported event of intermittent capture was not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to overtorqued inner coil at the connector region consistent with procedural damage.